Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported depending on which ac module he has installed the led is on or off. There was no reported patient involvement.